Event description:
Customer was hospitalized for low blood glucose levels. It was reported that customer overbolused based on estimated amount of bolus wizard. No further details provided at time of call.